Event description:
It was reported that the customer received excessive no delivery alarms from his insulin pump. The customer's blood glucose levels were 137 mg/dl. Standard troubleshooting was performed. The alarm occurred after the customer changed the battery. The product was returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not being plugged in properly. No constant tone or damage inside pump noted. Unable to verify for excessive no alarm due to blank display. The pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).